Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the tube clamp assembly on the roller pump intermittently sticks open. The device was not changed out, as the unit still functions. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced the tube clamp assembly and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.